Event description:
It was reported that during an implant attempt the implantable tachy lead was experiencing noise. After multiple attempts to resolve the issue, the lead was removed and replaced. It was noted that the patient is participating in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product ID# 693565. The full lead was returned. Analysis was performed and no anomalies were found. (B)(4).